Event description:
It was reported that immediately after foley catheter placement, they were unable to measure temperature. No issues in the cable installation status, conversely, exchanging the product resolved the issue, so the relay cable is not the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.